Manufacturer narrative:
H6: investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot #2011508, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, there was no damage or other defects observed on the infusion adapter. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 2 infusion adapter c100-o leaked during use. The following was reported by the initial reporter: "it was reported that the whole infusion adapter came out of the bag causing a chemo spill. Verbatim: on two occasions when nursing went to spike the phaseal optima infusion adapter 515078 with their IV set into the dry port, the whole infusion adapter came out of the bag causing a chemo spill. They used a baxter brand 250ml normal saline that contained 58ml of medication after preparation. I asked them if they noticed anything different about the spike or the IV minibag and they said no."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 infusion adapter c100-o leaked during use. The following was reported by the initial reporter: "it was reported that the whole infusion adapter came out of the bag causing a chemo spill. Verbatim: on two occasions when nursing went to spike the phaseal optima infusion adapter 515078 with their IV set into the dry port, the whole infusion adapter came out of the bag causing a chemo spill. They used a baxter brand 250ml normal saline that contained 58ml of medication after preparation. I asked them if they noticed anything different about the spike or the IV minibag and they said no."